Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced clogging during injection. The following information was provided by the initial reporter: consumer stated, no insulin flow when taking injection. Stated the priming works.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 18-jul-2022 h6: investigation summary customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported no insulin flow when taking injection. The samples were examined, and it was observed that 2 pen needles featured a bent non-patient end (npe) cannula. The remaining pen needle did not feature damage to the npe cannula and was tested for flow using a test pen injector: the sample was able to expel properly. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 3 samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure . The root cause for this issue is user related.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced clogging during injection. The following information was provided by the initial reporter: consumer stated, no insulin flow when taking injection. Stated the priming works